Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patient's discard supplies after each therapy, the sample was not requested a 510(k) number will not be provided in the emdr as the product code and lot number are unknown.

Event description:
A customer contacted baxter (B)(6) call center staff to report that the patient was in hospital due to peritonitis. On an unreported date, the event was resolving. The patient's peritoneal dialysis (pd) therapy was ongoing. Per the physician, the event was serious and not related to the pd products. The physician thought that the event was due to a break in aseptic technique. During a follow -up with the nurse in the hospital where the patient was hospitalized, it was revealed that on an unreported date, the patient was treated with tienam. After the hospitalization, patient's pd therapy was changed from automated peritoneal dialysis to continuous ambulatory peritoneal dialysis therapy, but his pd therapy was ongoing. Per the nurse, the peritonitis was serious and not related to baxter drugs.